Manufacturer narrative:
Additional narrative: patient initials: (B)(6). Additional product code: hwc. This report is for an unknown helical blade/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Device has not been reported as explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a trochanteric fixation nail (tfn) insertion, the helical blade would not pass through the nail. It was then noted that the aiming arm was loose. The helical blade was able to be passed through the nail after the aiming arm was tightened and the guide wire was removed. There was a fifteen (15) minute surgical delay. The procedure was completed successfully; the patient status was reported as fine. No additional information was available. This report is for an unknown helical blade. This is report 1 of 8 for (B)(4).